Event description:
A toric silicone lens model aa4203tl was torn and it was unknown if the lens had pt contact or if there were any pt injuries. Mtc-60c fp cartridge was used, but the lot number was unknown. The reporter could not recall the model and lot numbers of the injector used.

Manufacturer narrative:
H6: method: a work order search for the lens was performed. Results: visual inspection of the lens showed one haptic was partially torn off missing and there was evidence of surgical residue. There were no similar complaints found within the work order. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.